Manufacturer narrative:
This report associated with lens will be cancelled, as the lens was damaged due to the injector and there is no actual lens malfunction involved. A report (manufacturer internal reference number is: (B)(4)) has been already submitted for the injector. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that, during intraocular lens implant procedure, the lens was damaged by inserter. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).